Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the customer's device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  It was observed that the on/off switch was corroded and no longer made contact to allow the device to power on.